Event description:
It was reported that pump displayed malfunction alarm code 24 with associated fault ID and could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, verified shipping address, provided instructions for putting pump into storage mode and returning it within required timeframe, and arranged shipment of replacement pump while advising customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.